Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. Visual inspection noted that the loading unit was pre-fired and engaged in interlock with the jaws open. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during interlobular fissure in a single hole thoracoscopic lobectomy procedure, the surgeon was able to pressed the green button and squeezed the handle but it cannot be pulled forward and the staple burst out only. The staples did not form well, showing that the legs were not formed and it was at right angles to the surface. It was replaced with the new staples and reload. There was no patient injury.